Event description:
A caller reported damage to the pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Cts arranged to replace the pump, instructed the caller on putting the damaged pump into storage mode, and confirmed that a pre-paid label would be used to return it within 10 days. The customer opted to use mdi as a backup therapy to maintain insulin delivery.